Event description:
On (B)(6) 2014, a pt being ventilated with an ht70 ventilator was admitted to the hosp for an unk reason. On (B)(6) 2014, the staff reported finding the ventilator not cycling. The pt was removed from the device and placed on an alternate ventilator. There was no pt harm as a result of the event.

Manufacturer narrative:
The distributor evaluated the device and duplicated the reported issue. The distributor reported, the error which was logged in the device's memory occurred after the device was powered on. Upon further eval the device was found to have a damaged control board. (B)(4).